Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer called to report the insulin pump stopped working during the prime process. Customer stated that there was a dark circle on the top left corner of the display screen. Customer reported that the insulin pump alarmed off no power and no reservoir. Customer reported that the insulin pump did not alarm low battery before the pump turned off. Customer declined to troubleshoot. Customer's blood glucose reading was 300 mg/dl. Product is not being returned or replaced.